Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found wear and tear damaged enclosure, tank cover, line cord, and front cover, as well as outdated pcb and power switch. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device tank was filled with water and powered on, confirming the reported customer complaint. This was a result of a faulty float switch and the problem source has been determined to be unknown.

Event description:
Information was received that device water level alarming. No adverse effects reported.